Event description:
It was reported that during a device changeout procedure, this right ventricular (rv) lead exhibited low out-of-range pace impedance measurements less than 200 ohms and capture issues once connected to the new pacemaker. Rv unipolar thresholds were high and the rv lead was unable to sense unless at 0.25 fixed sensitivity. It was noted that the patient was occluded on both sides. The second pacemaker was left implanted with the chronic leads, and turned off. An additional lead was placed through the right internal jugular (ij) vein and attached to an unknown external device for temporary pacing. The next day, a leadless pacemaker was implanted, the second pacemaker was explanted, the two chronic leads were surgically abandoned, and the temporary pacing wire was removed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.